Manufacturer narrative:
Follow-up #1: date of submission 07/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: during investigation, the pump powered on to blank display. There was moisture observed under the display lens. The pump was opened and there was moisture damage found on the printed circuit board. A leak test was performed and failed due to a battery compartment leak. The battery compartment was found to be cracked below the grip pad to the case seal. A test display was used and the pump was fully functional.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.